Event description:
The donor was in the final cycle of reinfusion when the auto-c went into help 20 code. The phlebotomist was manually reinfusing the red blood cells when an air bubble was noted. The phlebotomist returned as many cells as possible. The donor stated they were not feeling well. The donor was unable to receive saline. The donor was given a juice box and started to lose consciousness. The medical supervisor was called. The donor was awake and stated they needed to use the bathroom. The donor was transported to the bathroom via a chair with wheels. The donor had a bowel movement. As they stood to be moved to a bed in the medical spervisor's office they lost consciousness and were lowered to the bathroom floor. The phlebotomist left to get ice and the medical supervisor got ammonia inhalents. The donor was with a medical historian for approximately 30 seconds. The donor regained consciousness. An ambulance was called at approximately 7pm and the donor was transported to the hosp at approximately 7:30pm.